Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced leakage at cannula. The infusion set was used for three days. No further information available.